Event description:
Livanova received a report that a male patient of 61 years old underwent a cardiac surgery for aortic valve replacement with ascending replacement on (B)(6) 2018 and a heater-cooler 3t system was used. Reportedly, the patient was treated with antibiotics (azithromycin, ethambutol, and rifampinfor) for symptoms and complications associated with the surgery.

Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Clinical history of the patient is the following: bicuspid aortic stenosis and regurgitation, 4.9 ascending aortic aneurysm, skin cancer, hypersensitivity lung disease, hypertension, palpitations, and mild sleep apnea. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.